Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, opening on posterior, white calcification (approx. 15%) and encapsulation (50%-100% of the area). Leak test and microscopic analysis were performed which identified: sharp opening and non-penetrating nicks. A dimension measurement of the shell was performed which identified the thickness was within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening."

Event description:
Healthcare professional reported right side "particles in valves" and "plug strap separated." Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "exchange from textured to smooth devices and deflation". Device remains implanted.